Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Xience v (B)(4) clinical study it was reported that post a stenting treatment procedure, the patient died. In (B)(6) 2010, the patient underwent a coronary stenting procedure and a 3.5x15mm non bsc stent was implanted in the mid right coronary artery (rca) and a 3.0x15mm non bsc stent was implanted in the distal (rca). At an unknown time a taxus liberte stent was implanted in the distal to mid rca. In (B)(6) 2015, the patient was re-hospitalized for a wound infection with abnormal healing. A surgical procedure was performed in (B)(6) 2015 and in (B)(6) 2015. During the hospitalization, the patient underwent percutaneous coronary intervention to treat peripheral artery disease. In (B)(6) 2015, the patient received medication to treat the wound infection with abnormal healing and three days later the patient underwent a surgical procedure to treat the wound. Systemic infection was noted two days later and medication and a transfusion were administered. However, the patient died four days later.